Manufacturer narrative:
It was reported, "the lift broke while in use with a patient on the lift." Email received by (B)(6), who provided additional documentation in regards to this incident. Reporter states, two certified nursing assistants (cna) were assisting a (B)(6) year-old, (B)(6), 5'5" female patient into bed with the use of the powered base patient lift when it was reported by one of the cna's ((B)(6)) "that she heard a crack in the hoyer. Hoyer piece fell on my left foot and a part on the resident." Reportedly, the resident was not injured, but the cna ((B)(6)) experienced extreme pain to her left foot. Documentation provided shows end user went to (B)(6) emergency department that same day ((B)(6)2021). Report states, end user has "left foot injury." End user provided with documentation stating such and that she may return to work on (B)(6) 2021. Subsequent follow-up medical appointments (B)(6) had been completed by the end user with work restrictions consisting of left foot lower extremity restriction, primarily seated/sedentary work, use crutches, partial weight bearing as tolerated, and no high impact activities. At last document follow-up medical appointment on (B)(6) 2021, work restrictions are listed as follows: tylenol/acetaminophen as needed. Ice as needed. Pictures are available and have been sent for review and evaluation of the powered base patient lift. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "the lift broke while in use with a patient on the lift."

Manufacturer narrative:
Changed/additional information added. D9 device available for evaluation -n/a, photographs g6 type of report - follow-up. H2 if follow-up what type? Additional information. H3 device evaluated by manufacturer - no, not returned, evaluation summary attached. H6 type of investigation- 4114, 4119 h5 investigation conclusion - zcd00005/defect confirmed: unknown responsible party. H10 investigation report reads as follows: (B)(6) 2021 13:33:11 cst (brallo) "investigation conclusion / root cause: based on the photos that have been provided it was discovered that the base of the boom actuator appears to have fractured. The base of the lift has a significant amount of dirt and grime built up. The boom actuator has a few scratches present, which are likely due to impact. It is undetermined what type of maintenance has been performed on the lift. Given the evidence provided in the photo the root cause of this issue is unknown. Should the physical sample arrive a formal investigation will be conducted."

Event description:
It was reported, "the lift broke while in use with a patient on the lift."